Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised the same day due to dislocation. The surgeon wanted to re-align and change the proximal femur to a longer size. During the surgery, the surgeon struggled to remove the screw that was holding the proximal implant from the distal implant. Surgeon stated it¿s because the screw was threaded while trying to remove it. At the end they had to remove the whole implant instead of just replacing the proximal femur implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown competitor liner: cat# 11-300915 lot# unk arcos 15x190mm spl tpr dist, cat# 11-301303 lot# unknown arcos con sz c std 60mm. G2: foreign: united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. The root cause of the reported issue is attributed to off-label usage as a zimmer biomet femoral head was used in conjunction with a competitor liner. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.